Event description:
On (B)(6) 2014, the distributer contacted animas and reported a damaged display screen. There was reportedly ink spots or cracks on the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: follow-up #1: date of submission 04/04/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) /2014 with the following findings: the reported complaint was unable to be confirmed during investigation. There was no damage found to the display lens or screen. Unrelated to the complaint, the display lens film was found to be damaged and scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).